Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and would not turn on. The customer's blood glucose was 138 mg/dl. The customer stated that battery replacements did not resolve the issue. The customer was not using the recommended brand of batteries. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan until he was able to obtain the recommended type and brand of batteries to use in the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.